Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation verified the complaint by manually opening and closing the grips and only one grip was able open and close properly. Additional observation not reported was instrument pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Additional observation not reported was that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional findings of the frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the clamp did not grasp on the maryland bipolar forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.